Manufacturer narrative:
The insulin pump passed the displacement test and the self test. All of the operating currents were within specification and no unexpected blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a blank display and would not turn on. The customer did not know the blood glucose reading. He stated that he had experienced this issue for the last 3 to 4 weeks. He added that he was calling back after having received a new battery cap already. No physical damage to the device was observed. Upon troubleshooting, the display did not return with the insertion of a new battery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.